Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic esophageal cancer radical procedure. The stapling device was being used for the gastric resection. The reload was able to fire but there was poor staple formation. Occurred critical nail. The manual stapling handle was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, changed to another reload and stapling handle. There was no patient harm. The patient has no injury.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The returned product was not the subject of the complaint. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.